Event description:
Difficulty was experienced during attempts to torque the catheter within the proximal right coronary artery lesion. The catheter broke in two pieces within the vessel. The report rec'd from the field indicated that difficulty was experienced during attempts to torque the catheter within the proximal rca lesion. The catheter fractured in two pieces within the pt's vessel. The radiologist utilized a snare to retrieve the catheter segment. Reportedly, the pt developed a very large hematoma due to the retrieval process. She is now in stable condition.